Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) was associated with oversensing during a non-sustained ventricular tachycardia episode, likely due to electromagnetic interference. The patient underwent a magnetic resonance imaging (MRI) scan and pre and post-MRI checks appeared stable with no evidence of device or lead integrity issues. At a follow-up, an increase in sensing integrity counter (sic) was identified, and one ventricular high rate episode showing likely noise oversensing was recorded. Diagnostic testing and troubleshooting were performed on the device and leads, including provocation maneuvers, which showed stable measurements and trends with no noise identified. Further provocation testing was performed at the next follow-up appointment, with no other patient intervention or clinical actions required. The ipg and lead remains in use. No patient complications have been reported as a result of this event.